Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: msfsext-120ag ag femoral ext shft l=120mm, lot b21533; mscol-r30c col rnd. ø=30mm s/collar ha, lot b21288; mkfe-rstd fem knee w/epi r std, lot a24585; mkrhm-stdst tib. Cas. Assy std short stem, lot a25014; mkrhm-stdst tib. Cas. Assy std short stem, lot a25014. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "infection presented with redness and swelling and severe pain when mobilising".

Manufacturer narrative:
Reported event: an event regarding infection involving a mets distal femur - femoral shaft was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6) 2019. The surgeon reported infection with redness and swelling of the tissue, and pain while mobilising. The x-ray images show the implant is in good fixation and the surrounding bones are in good condition. However, the images provided are blurry and the bone edges are not clear, which may indicate swelling of the surrounding tissue which could be caused by infection. Therefore, the radiographic review may suggest an acute infection and thus the reason for revision. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Conclusions: an event regarding infection involving a mets distal femur was reported. A 2-year henderson classification failure report indicates that patient was revised. As noted: "infection presented with redness and swelling and severe pain when mobilising" the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "infection presented with redness and swelling and severe pain when mobilising."